Event description:
The customer states that they noticed a burning odor and visible smoke emitting from the architect i2000 analyzer. No injury or impact to pt management was reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: the customer had removed the wash zone manifold for cleaning and failed to replace the waste tubing into the drain hole, thereby allowing fluid to drip onto the power supply below and causing it to smoke. Field service checked the instrument and found that the master card of the power supply was burned. Technical service bulletin (tsbs) (B)(4) provide instructions to field service for the installation of components intended to prevent buffer drips and reduce damage from flooding. Tsb (B)(4) was completed on (B)(4) 2007 for this instrument. However, (B)(4) corrective actions were completed for this analyzer. Field service decided to uninstall the analyzer and replace it with another analyzer to resolve the issue. All 5 corrective actions were implemented on instruments manufactured after (B)(4) 2008. This is the final report.